Event description:
Information received by medtronic indicated that the side of the rail was damaged. The type of damage was bubble under the rail causes the clip not to stay on place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having physical damage at the belt clip rail area on event date of (B)(6) 2021. On (B)(6) 2021 per (B)(4), the customer complained about the battery lasting less than 7 days. Unit passed displacement test, sleep current measurement, active current measurement and selftest. The history download was successful using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification. Low battery alarms on event date of (B)(6) 2021 at 17:53:00.000 and before the event date on (B)(6) 2021 at 01:48:00.000 were noted in the pump history file. Unable to determine if alarm was unexpected (cannot research voltage/battery use) due to no data recorded in the detail traces on event date or prior to event date. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched display window cover, faded/ stained/ peeling serial number label, scratched/ peeling/ fading end cap address label, cracked battery tube area and scratched case. The unit was cut open with corrosion on the force sensor assembly, moisture damage on the motor assembly, moisture damage on the lcd assembly, pcba 1 and moisture damage on pcba 2 noted during visual inspection of the electronics. Unit was confirmed for cracked case at belt clip rail corner and moisture damage was confirmed on the electronics. No confirmation of battery anomalies during testing. Unit passed required testing. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.